Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the healthcare facility that the suture package no longer states that the product is fast absorbing and this was causing confusion. Additional information has been requested.

Manufacturer narrative:
Recall: z-1839-2015.